Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. It was found in good condition during visual inspection. The device was connected to oxygen supply with 60 psi for functional testing. The problem was not duplicated. The indicator worked fine. The oxygen supply pressure might be too low. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The o-ring was replaced and tidal volume knob was checked. The device passed all tests criteria. No further issue noted.

Event description:
It was reported that the device had a defective oxygen indicator. There was no patient involvement and no patient harm/adverse event.